Manufacturer narrative:
Continued from d.11:10ml non-bd syringe, lot: 19ija040, exp: 2021-09-01, 0.9% sodium chloride injection additional information added; d.10. The customer report of a tubing disconnection from max zero connector when priming with normal saline was not confirmed. The maxzero was inspected for damages to the components, visual inspection found no irregularities. Functional testing showed no anomalies. The root cause of the reported complaint that the tubing disconnected from max zero connector when primed with normal saline was not identified.

Event description:
It was reported that when the patient was receiving continuous medications through the line including; fentanyl, milrinone, dexmedetomidine, and total parenteral nutrition (tpn), the tubing disconnected from the max zero connector, when primed with normal saline (ns). This caused a delay in patient treatment as the medications were discarded and replaced. It was confirmed during follow up, that there was no harm to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the patient was receiving continuous medications through the line including: fentanyl, milrinone, dexmedetomidine and tpn, the tubing disconnected from max zero connector when primed with normal saline. This causes delay in patient treatment. There was no harm to patient.